Event description:
It was reported during the patient's ipg replacement procedure on (B)(6) 2015 (reference MFR. Report#: 1627487-2015-0005724), diagnostic testing revealed high impedance readings on all lead contacts. X-rays did not reveal any anomalies. Subsequently, the patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up informaton revealed the patient underwent surgical intervention where the lead was explanted and replaced. It was noted during the procedure, the physician electively explanted and replaced the patient's ipg as well. The patient reported effective stimulation therapy postopertive and the reported issue is now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.